Manufacturer narrative:
Follow-up #1. Date of submission: (B)(6) 2013 device evaluation: the cartridge was returned to animas and was tested by product analysis on (B)(4) 2013, with the following findings: a visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas to assist with troubleshooting occlusion alarms. The patient reportedly experienced a blood glucose (bg) value over 600mg/dl with a migraine, nausea and had difficulty standing. The patient reportedly treated the high bg by bolusing 20 units of insulin via a syringe and the patient¿s bg value reportedly decreased to 401mg/dl. The patient stated after napping and correcting with a syringe her symptoms went away. The patient reportedly changed out the site/set and cartridge every 1 ½ days, did not used expired materials and cycled cartridges prior to use. It was noted that occlusion alarms occurred during a basal and bolus delivery and the patient did not check the bg values. It was noted that during troubleshooting with customer support (cs), the patient reportedly had difficulty pushing the cartridge plunger. It was noted that the patient realized that the occlusions were due to a cartridge issue. This complaint is being reported because the patient experienced a hyperglycemic event; the patient reportedly had issues with the cartridge. It was noted that the cartridge was returned and investigated; no issues were found with the cartridge.